Manufacturer narrative:
The device was returned for investigation and the customer allegation was not reproduced. During investigation additional malfunctions of low light intensity of cable unit and corrosion of electrical contacts of the video connector were discovered. Based on the results of the investigation, it is likely that the following led to the malfunction: the low light intensity phenomenon was caused by a fault phenomenon in cable unit, and the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the corrosion of electrical contacts. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head received an error code indicating the device/system was not communicating with the intended use devices properly. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.